Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the craniotome device had a broken foot plate. It was reported that there was no delay in a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a broken foot plate was confirmed. It was determined that the cause of this condition was due to excessive lateral or side to side force, or rocking while attempting to cut bone flap. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.